Manufacturer narrative:
The phacoemulsification machine was tested and examined at the customer location by an amo service technician. The system was found to be operating within the specification for the device.

Event description:
During a cataract extraction procedure the pt reportedly experienced a corneal burn in the operative eye. The incision required an unexpected suture to close. The nurse reported to the amo field service rep that the incision was smaller than usual and the sleeve folded on itself causing the tip to overheat.